Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker oversensed noise resulting in pacing inhibition with asystole for 2.5 seconds. Boston scientific technical services (ts) indicated that the noise is consistent with oversensing of the minute ventilation (mv) sensor. The patient is pacemaker dependent but there were no adverse patient effects reported. Attempts to recreate the noise through isometrics and pocket manipulation were unsuccessful. The right ventricular (rv) impedances have been between 1100-1300 ohms for the past year. The device was reprogrammed and remains in service.